Event description:
Original surgery date unknown. Revision surgery date (B)(6) 2012. It was reported that a patient had previously undergone a cervical fusion and had a plate and another device implanted. At an unknown time postoperatively, it was discovered that one of the devices's screws had backed out. On (B)(6) 2012, the surgeon explanted the screw that backed out, but he left the implanted device and remaining screw in place. It was noted that the nitinol wire was still in place, leaving the cause for the screw back out unknown. During the surgery, the surgeon also removed the adjacent plate because the patient had fused. There is no report of an issue with the plate.

Manufacturer narrative:
A query of the entire complaint history of this part was conducted on (B)(4) 2012, which did not contribute any additional information to this investigation. No further action is required at this time - this investigation is considered closed. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.